Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
An asymptomatic patient presented in clinic for a normal follow up. Externalized conductors were observed. The electrical function of the lead was observed and tested and no anomalies were detected. Lead was capped a nd replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.